Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Section b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the deep brain stimulation (dbs) patient experienced inadequate movement therapy, feelings of despair, and progressively severe seizures following device implantation. In response, the device was reprogrammed, physical therapy was initiated, and parkidopa medication was adjusted and administered; however, symptoms persisted.